Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The patient was treated with unspecified antibiotics (oral and intraperitoneal, for two months) for the event. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.